Event description:
It was reported that this inflatable penile prosthesis was no longer performing as expected due to fluid loss. The patient underwent surgery, the cylinders and reservoir ware removed and the reservoir was retained. A new ambicor penile prosthesis was implanted. There were no patient complications.